Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none about lot number 9520339. B3: estimated date.

Event description:
According to the available information, the patient had two catheters where the balloons burst/deflated for no apparent reason. The first had been in for about 5 weeks but the second was less than 24 hours. The patient has very limited mobility and the incidents occurred when transferring between chairs. No apparent permanent damage but patient has been in considerable discomfort with the new catheter. There was no need to visit a hospital as a nurse came to replace the catheters. There is no ongoing treatment unless the discomfort does not lessen.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found none about lot number 9520339. Balloon bursting issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient had two catheters where the balloons burst/deflated for no apparent reason. The first had been in for about 5 weeks but the second was less than 24 hours. The patient has very limited mobility and the incidents occurred when transferring between chairs. No apparent permanent damage but patient has been in considerable discomfort with the new catheter. There was no need to visit a hospital as a nurse came to replace the catheters. There is no ongoing treatment unless the discomfort does not lessen.